Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product result the soft components of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient's nurse reported that the patient was in the hospital and had been diagnosed with diabetic ketoacidosis on (B)(6) 2013. The previous day the patient's blood glucose level was normal and ranged from 112-187 mg/dl. The next morning she woke up and it was elevated and ranged from 483-600+ mg/dl before she went to the hospital. Her normal blood glucose range is 80-120 mg/dl. The patient was treated with an IV of insulin at the hospital. The patient does not allow her insulin to reach room temperature before use. Troubleshooting with the patient did not identify any issues with the performance of the infusion device. The patient's doctor did state that he wanted the patient's infusion device replaced due to general wear and tear on the device. The patient stated that she thinks one of the infusion sets may have been blocked; the patient uses a competitor's infusion set. The infusion device was replaced and was requested to be returned for product evaluation.